Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported in clinic notes that after vns placement the patient had possible surgical site infection at the generator pocket and redness around the incision. It was noted that no further surgery was required but there was questionable infection at the time along with a hypertrophic scar. It is noted there is a large keloid at her incision site. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No further relevant information has been received to date.